Manufacturer narrative:
Upon investigation of incident, it was determined that the user was unable to login into es website. A technical support specialist (tss) confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned that unable to login to es website. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.